Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a frozen display and the buttons are not responding. The customer confirmed the time on screen was not advancing. Blood glucose value was 67 mg/dl. Customer was advised to remove the battery for 5 minutes; no alarm occurred but the buttons were still not functioning. Customer was advised the insulin pump should be replaced. The insulin pump is not returning.